Manufacturer narrative:
As stated in the initial report, the device had been sent to the co but was returned to the facility because it was contaminated. Since it has not been cleaned and returned to the co, the evaluation codes included in this report are based on the initial visual inspection that was performed when the device was in the contaminated condition. The forceps were severely bent and nicked. The distal end of the inner tube was nicked. Accorgingly to the instructions in the operating manual for this device, an inspection of the tong postion should be made prior to the use of the instrument. In addition, the distal end of the applicator should be inspected to ensure that there are no rough or uneven surfaces. A copy of these instructions is included.